Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device displayed a battery depletion fault code. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device displayed a battery depletion fault code. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. Additional information was received confirming the explant of this device. No adverse patient effects were reported. This device was not returned for analysis; however, the allegations were confirmed through data analysis. A cause could not be established. Additional information was received that this s-ICD exhibited low amplitude and was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device displayed a battery depletion fault code. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. Additional information was received confirming the explant of this device. No adverse patient effects were reported.